Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to design inadequate for purpose. This device was not included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored two signal artifact monitoring (sam) episodes. The first one was inappropriately triggered as a result of the patient not having a right atrial (ra) lead (an atrial port plug), the device feature was unable to checked the ra sensor vector due to high oor pli measurement (due to the port plug and sensor not being turned off), leading into switching the vector to right ventricular (rv) sensor. The second sam event was during a time of electromagnetic interference (emi) likely due to work equipment, and was caused as result of respiratory rate trend (rrt) oversensing and additional noisy signals. Technical services (ts) mentioned they could observed some rrt signals in addition to the noise and oversensing signals occurring on the rv channel. Ts discussed bringing the patient to clinic and reprogrammed rrt. The patient will be in continue monitor. No adverse patient effects were reported. This crt-p system remains in service.